Event description:
It was reported that during use, the device under-delivered the medication. The continuous infusion rate was 47ml/24 hours and reservoir volume was 54.0ml; only 34.7ml was given over 46 hours. Per the reporter, there were no patient adverse effects.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Email is: (B)(6). No product was returned. The investigation determined the most probable cause to be the pump's expulsor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.